Manufacturer narrative:
Other components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 18 mg/ml of dilaudid at 13 mg/day and 7 mg/ml of bupivacaine at 5 mg/ml via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. On 2017-sep-18, it was reported that a lump was noticed on the at the area where the catheter incision scar was during a consultation for a pump replacement. The hcp thought that there was a leak around the catheter and expressed concern in doing a catheter revision because of other medical issues the patient was experiencing. The hcp used a non-manufacturer touhy needle to inject tisseel at the site of the catheter insertion. The hcp would reevaluate the patient at a later date when the pump is ready to be replaced. It was unknown if an environmental/external/patient factors might have led or contributed to the issue. It was unknown if any diagnostic or troubleshooting measures were performed. It was unknown if the issue was resolved. The patient's status was listed as "alive-no injury". Additional information was received on 2017-oct-01. It was confirmed that the pump was not replaced. The initial reporter information was received. It was also reported that it was unknown if the tisseel injection resolved the suspected leak around the catheter. No further complications were reported.